Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity. It was reported that the company representative (rep) that the patient's pump reached low reservoir on (B)(6) 2025 and they reached empty reservoir today. The company rep verified the pump logs showed this information. The company rep stated he nor the patient could hear the pump alarming the critical alarm like it should have been. The company rep stated that patient was going to have the pump replaced today as it has reached elective replacement indicator (eri).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the cause of the pump going empty was that the patient did not report to their refill. The cause of the pump going empty and the pump not alarming was determined that the original thought was that the low reservoir alarm was not beeping. When removing the pump myself as well as previously mentioned the healthcare provider heard the low reservoir alarm. The event has been reported as resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.